Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after the intraocular lens (iol) was implanted, it was noticed that the back haptic of the iol was broken. During the postoperative visit, the surgeon decided to exchange the lens because there was iol decentralization and the patient experienced diplopia. The lens was removed the same day and another iol was implanted on the following day. It was noted that the patient's symptoms resolved. Additional information was requested.